Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.

Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the revision was weight loss and that the patient was not moving forward with the procedure.